Event description:
Caller reported that charging of t:slim x2 pump could be interrupted when the cable was moved, though no damage or issue with the port was identified. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. No additional information was provided.